Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-05412. It was reported the patient's entire scs was removed. The patient's ipg pocket site incision had opened up and the leads were visible.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-05412. Additional information received the site was confirmed for infection.